Manufacturer narrative:
We have now concluded our investigation into this complaint. The batch record was reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. No sample was received for this complaint, therefore visual inspection and functional evaluation could not be performed. As no sample was returned, the failure could not be confirmed and we are unable to perform a complete investigation to determine the root cause. If the sample is returned the investigation will be re-opened and reevaluated.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the vacuum does not work. Error message. The backup device was provided to the customer 24 hours later but there was no patient incidence, no real impact on the patient¿s treatment.